Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical devices: item # 010000985, liner, lot # 3964905; item # 010000982, liner, lot # 6142887.

Event description:
It was reported during a hip arthroplasty, the surgeon attempted to implant a poly liner in to the patient's acetabulum by cementing in the liner without the use of the mating shell component. The surgeon attempted to use two liners unsuccessfully; the procedure was completed with a third liner, which was cemented in, without an acetabular shell. No patient complications have been reported to date. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.